Event description:
The customer reported that intermittent speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that intermittent speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.